Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 21mm 11500aj aortic valve was explanted after a duration of approximately two (2) years and five (5) months due to unknown reason. A smaller size same model 19mm 11500aj aortic valve was implanted in replacement. No additional information was provided.

Manufacturer narrative:
H10: additional manufacturer narrative: the root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.